Event description:
It was reported the device failed an accuracy test. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a scratched lcd lens and a bubbled downstream occlusion sensor. The device's event history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing an accuracy test was performed. Upon testing, the reported problem was duplicated. The expulsor was determined to be the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.